Event description:
Pt. Being transported up ramp to van in a reclining wheelchair which had been provided by the hospital. Van transporter reports top of back of chair came off and chair reclined on to ramp, with pt. Incurring 4 cm laceration to the back of head.